Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument that fell into the patient was the clip, not a component of the clip applier instrument. The instrument and accessory were inspected prior to use, and no damage or anything out of the ordinary was noted. The clip fell into the patient during instrument removal. The clip was retrieved using a laparoscopic instrument, and communication confirmed that all fragments were retrieved. No additional surgical procedure, such as laparoscopy or open surgery, was required to remove the fragment, and no post-operative tests like x-rays or ultrasounds were conducted to check for remaining fragments. The surgeon believes the issue was caused by the instrument itself but provided no further details about its usage duration prior to the incident. The surgeon did not notice any functionality issues with the instrument during the procedure, and the instrument did not collide with other instruments or hard materials. Furthermore, the fragment did not fall as a result of an instrument tip or accessory collision. The patient did not sustain any injury and has not returned to the hospital due to post-surgical complications related to a retained foreign object. The instrument and associated accessory are not available for return to isi for evaluation. Additionally, no photographic images of the devices or video recordings of the procedure are available for isi review. The engagement issue occurred prior to introducing the instrument into the patient and was resolved manually. The medium-large clip applier instrument was received. Failure analysis could not verify the customer reported event. The instrument was visual inspected internally and externally, and no issues were identified. The instrument passed the clip test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a medium-large clip applier instrument had an engagement issue. Additionally, it was reported that a fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed robotically with a back-up medium-large clip applier instrument.